Event description:
The user facility reported via medwatch a 3080 surgical table spontaneously moved two separate times during a craniotomy. No injuries occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the table and found the table out of service. The technician removed the base coverings and checked for evidence of moisture within the table base and loose or bare wires; no issues were noted. The technician inspected the hand control and auxiliary switches, which were found to be operating properly. The reported event was unable to be duplicated. The table is approximately 19 years old. A quote on a new replacement table was offered to the customer, however the offer was declined. The table has been permanently taken out of service.